Manufacturer narrative:
A review of the technical service onsite showed no abnormalities that could have contributed to this event; the laser was successfully verified prior to and after the treatment. Logfile review for the date of event shows no abnormalities that could have contributed to the reported event. The treatments were completed to 100% without error messages. All laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported that a patient presented with a scratchy feeling in the left eye one day post lasik. The patient was noted to have staph marginal keratitis and the previously prescribed topical steroid was increased and an oral steroid was prescribed. Additional information requested.